Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 500 mg/dl. Customer stated that is trying to change his infusion set and is unable to fill reservoir. Customer decline troubleshooting for high blood glucose. The reservoir will be returned for analysis.